Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. The patient's minimum activated clotting time level during procedure was 150 seconds and the maximum act level was 300 seconds. On (B)(6) 2023, it was noted that the patient returned for a routine follow up appointment. A coronary computed tomography scan was performed and revealed evidence of a 2-3mm thrombus adhering to the right coronary and non-coronary leaflets of the valve, resulting in less than 25 percent of halt in non coronary and right cusp. The patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The patient was started on acetylsalicylic acid. The patient was also noted to have worsening heart failure and dyspnea on moderate exertion. It was also noted the same day, that the patient was referred to the emergency room due to a hypertensive crisis of up to 200 mmhg. It was noted while in the emergency room, that the patient presented a self limited episode of aphasia that lasted about 10 minutes. The episode of aphasia was considered to be a possible transient ischemic attack or secondary to the hypertensive crisis. On (B)(6) 2024, the patient was started on acenocoumarol. The patient's most recently recorded international normalized ratio was 1.65. The patient's most recently recorded activated clotting time level was 19.2 seconds. The cause of the patient's hypertensive crisis is attributed to the patient forgetting to take their medication. The patient was discharged and asymptomatic at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem (thrombus), incomplete coaptation, heart failure, dyspnea, hypertension, and transient ischemic attack was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient's minimum activated clotting time level during procedure was 150 seconds and the maximum act level was 300 seconds. During following up, it was revealed evidence of a 2-3mm thrombus adhering to the right coronary and non-coronary leaflets of the valve. The patient was also have worsening heart failure and dyspnea on moderate exertion. Then, the patient went to emergency room due to a hypertensive crisis. The cause of the patient's hypertensive crisis is attributed to the patient forgetting to take their medication. Based on the information received, a cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. The patient's minimum activated clotting time level during procedure was 150 seconds and the maximum act level was 300 seconds. On (B)(6) 2023, it was noted that the patient returned for a routine follow up appointment. A coronary computed tomography scan was performed and revealed evidence of a 2-3mm thrombus adhering to the right coronary and non-coronary leaflets of the valve, resulting in less than 25 percent of halt in non coronary and right cusp. The patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The patient was started on acetylsalicylic acid. The patient was also noted to have worsening heart failure and dyspnea on moderate exertion. It was also noted the same day, that the patient was referred to the emergency room due to a hypertensive crisis of up to 200 mmhg. It was noted while in the emergency room, that the patient presented a self limited episode of aphasia that lasted about 10 minutes. The episode of aphasia was considered to be a possible transient ischemic attack or secondary to the hypertensive crisis. On (B)(6) 2024, the patient was started on acenocoumarol. The patient's most recently recorded international normalized ratio was 1.65. The patient's most recently recorded activated clotting time level was 19.2 seconds. The cause of the patient's hypertensive crisis is attributed to the patient forgetting to take their medication. The patient was discharged and asymptomatic at the time of report.